Event description:
It was reported via repair work order that the foam crib assembly was discolored and had fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Foam crib assembly replaced.